Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that a blue screen had occurred. A field service engineer (fse) performed troubleshooting and found the system was not recoverable. The device was reimaged, and setup and synchronization were initiated. The station did not synchronize initially. The name and sync server address were checked, and synchronization was attempted again, but it failed. The fse contacted technical support center (tsc) and worked with them to troubleshoot the system. Tsc staff made modifications in sql, renamed the machine, and adjusted the ipv4 settings, after which the station successfully synchronized. Together with the pharmacist, the fse verified that all drawers were configured correctly and that the loaded inventory was accurate. The user verified operation with scan and loads. All bus and cable connections were verified, and drawer operations were confirmed. The user verified operation, and the station was returned to service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not communicating, had blue screen and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not communicating, had blue screen and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.